Event description:
It was reported on social media that the patient fell into a diabetic coma and suffered triple cardiac arrest. No additional information was provided regarding blood glucose levels or treatment provided. Additional information is being solicited but is unavailable at this time.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic coma and cardiac arrest. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available . Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.